Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system due device non-use. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on january 7, 2022.